Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the pump was supposed to be filled but the health care professional (hcp) cancelled the appointment and the pump was now alarming. The caller stated there was no doctor that would be willing to fill the pump. The alarm was dual toned. No patient symptoms were reported. Physician listings were provided. It was also noted that the caller said they did not think the empty reservoir alarm date was until the end of (B)(6) 2019. No further complications were reported.